Event description:
The doctor reported the implant was removed due to loss of osseointegration within one year, approximately 3 years after implant placement. Bone quality around the area was type ii, and oral hygiene around the implant was poor. The doctor reported that the implant fell out, and no surgery was required. The patient has since recovered.